Manufacturer narrative:
Per the clinic, the patient was placed under general anaesthesia on (B)(6), 2019, in order to exhange the patient's abutment. The implanted fixture remains insitu. This report is submitted november 1, 2019.

Manufacturer narrative:
This report is submitted on september 3, 2019.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site. The abutment was removed under a local anaesthetic.